Manufacturer narrative:
Document review: evolis ti plasma sprayed baseplate - (B)(4)/lot. 081766. Evolis tibial insert - (B)(4)/lot. 081751. The analysis of the batch records of lots 081766 (base plate) and 081751 (pe tibial insert) were performed and all the parameters were found conforming to the specifications. Failure investigations and conclusions: evolis ti plasma sprayed baseplate in USA is cleared under k081023 (evolis total knee system) as cemented prosthesis, but the surgeon implanted it without cement. In the IFU and surgical technique for USA of evolis is clearly indicate that the product is to be cemented. Without using cement, it is known that the risk of loosening is higher than cemented systems. The event is not device related, but due to a user error.

Event description:
Revision surgery was performed due to loosening of the tibial baseplate: a cemented baseplate was implanted.